Manufacturer narrative:
This supplemental report is being submitted to provide information on the remedial action of the product. Section h7 and h9 have been updated. This report also provides updated investigation results as follows. Investigation has revealed that mucosa can be damaged even if the user does not withdraw the endoscope using suction function or the distal cover is not damage. If suction function is used near the surface of mucosa, mucosa can be suck into the distal cover and remain there for seconds. If the physician remove the endoscope in that state, mucosa may be damaged.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device (tjf-q190v) was not returned to omsc for evaluation but was returned to olympus europa se & co. Kg (oekg). Oekg checked the subject device and found following; the forceps elevator was not moved without manipulation of the elevator control lever on the control section. The movement of the forceps elevator was smooth. While a single use distal cover was attached to the subject device, there was minor gaps between the distal body of the subject device and the single use distal cover, but no sharp edge. Oekg could not find any defects or malfunction of the distal end unit and the forceps elevator. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from oekg, it was surmised that the reported event occurred by the following mechanism. The user performed the suction with the distal end opening space close to the surface of mucosa, which causes the mucosa sucked into the distal cover (maj-2315). When the user tried to withdraw the subject device from the patient, the mucosa was damaged by the edge of the distal cover. The distal cover was cracked at the tear-off line due to the inappropriate attachment of the distal cover to the subject device. When the distal end was pressed against the mucosal surface after the distal cover had been cracked, the mucosa was caught in the cracked cover and damaged, even though the suction had not been performed. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device (tjf-q190v) was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) was checked the subject device and confirmed that there was tissue material on the forceps elevator as reported. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that after performing stent placement in endoscopic retrograde cholangiopancreatography (ercp) with the duodenal videoscope (tjf-q190v) and withdrawing it from the patient, it was found that there was tissue material between the forceps elevator of the tjf-q190v and the single use distal cover (maj-2315). At that time, the patient already came out from under anesthesia, so the user could not reinsert the tjf-q190v into the patient and confirm the patient's injury. The user discarded the subject single use distal cover. Additionally the user stated that following; - the single use distal cover was attached according to the instruction manual without any crack, but it was unknown whether there was the crack on the single use distal cover after the procedure. - the subject device did not have any abnormality in the appearance before and after the procedure. - the single use distal cover was not stored under conditions that might cause crushing, deformation, or cracking. -the user did not use a lens cleaner and another equipment. - the suction function was not used while removing the tjf-q190v from the patient. - the patient did not have a medical history, primary disease, ulcer or stenosis that could contribute to the injury. The user facility did not provide other detailed information such as emergency additional treatment after the reported event, patient outcomes, and so on. This report is 1 of 2, regarding tjf-q190v.